Manufacturer narrative:
Product event summary: a pump with an unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported "abnormal parameters" event could not be confirmed. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the abnormal parameters event including but not limited to thrombus formation/ingestion, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. This event was reported in the q2 2021 (B)(6) registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had abnormal pump parameters. The vad remains in use. No patient complications were reported as part of the event. This event was reported in the q2 2021 (B)(6) registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.